Event description:
It was reported that on 5 april 2023, a 30-25mm amplatzer talisman patent foramen ovale (pfo) occluder was chosen for implantation utilizing an amplatzer trevisio intravascular delivery system (atv). When deploying the left sided disc, a cobra shaped deformation was observed. There was no interaction with cardiac structures, and no angulation or kink noticed in the delivery system. The device was removed and replaced to complete the procedure. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. Information from the field indicated that there was no anatomical interference, or any angulation or kink in the delivery system upon deployment and an 9f delivery sheath was used. Based on the information received, the cause of the reported incident could not be conclusively determined.